Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "when performing routine exams, rupture in the prosthesis of the left breast." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b.6.

Event description:
Patient reported "when performing routine exams, rupture in the prosthesis of the left breast." The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken shell. Device patch with lot (or catalog, batch) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.